Event description:
Same case as: 2134265-2009-05845. It was reported that during a coronary stenting drug eluting treatment procedure, the stent explanted another stent. The target lesion was the mid left anterior descending artery (lad). The 80-90% stenosed target lesion was eccentric in shape and located between the calcified and tortuous proximal and mid left anterior descending (lad). Artery. The area was pre-dilated with a non-bsc 2.5x15mm balloon at 10atms for 13 seconds. A taxus liberte paclitaxel-eluting coronary stent 2.75x32mm was successfully implanted in the mid lad. Next, the physician attempted to deploy a taxus liberte paclitaxel-eluting coronary stent 4.0x24mm, but after positioning the stent, realized the stent edge was overlapping to the proximal left main (lm) and that was too far. The physician requested a shorter taxus 4.0x20mm stent. As the taxus 4.0x20mm was advanced into the lad, it was noticed the mid lad was severely restenosed (similar to before pre-dilatation and stenting). Under angiography, it was noted that as the 4.0x24mm stent was being withdrawn, the 2.75x32mm stent caught the edge of the stent. The 2.75x32 stent was entirely explanted from its position, as the other stent was withdrawn through it. The procedure was completed with a taxus 2.75x38mm, and a taxus 4.0x24mm stents. The residual stenosis was 40%. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.